Event description:
A report was received that stated a needle became detached from the syringe. It is unclear if the separation occurred prior to or during patient use. No clinical or patient injury reported. Additional information has been requested; no additional information has been made available at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.